Event description:
During rotablator procedure in a restenotic stent, the guide wire fractured inside the patient. Physician used three burrs on the same wire , however, the fracture occurred during the third ablation attempt. Patient was sent to the operating room for bypass surgery. As of 07/28 the patient was reported as still in the hosp but doing well.